Event description:
Reporting status: malfunction. Reporting rationale: loose stent has occurred in pt anatomy and caused or contributed to pt injury previously. Device issue: loose stent. It was reported that when the multi-link vision 4.0 x 18mm stent was being prepped for use, it was noticed that the stent was not mounted between the stent markers, it was loose and had about a 2 mm distance from the stent edge to the first stent middle marker. The stent was not used. Another vision 4.0 x 18mm was used and the case was successfully completed. No additional event or pt info is available.

Manufacturer narrative:
.